Event description:
Event description guidant received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) failed manufacturing tests for battery voltage. Detailed testing took place to determine the root cause for the premature battery depletion condition. This product had not been shipped to the field, and as such, no patient involvement was identified with this clinical observation.